Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardiac monitor (icm) exhibited under-sensing. No intervention was performed. Patient condition was unknown.